Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 300 mg/dl at the time of incident. Customer stated that the insulin pump act button was hard to press. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 500 mg/dl and declined troubleshooting and stated that the blood glucose reading was high due to being off the insulin pump for hours and she has no backup manual injection for treatment. The customer was advised that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was monitored and tested with no unexpected battery out limit alarm noted. Insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.